Event description:
The patient underwent a l-4 to s-1 transforaminal lumbar interbody fusion. The surgery was performed without incident and 2 jackson-pratt drains were placed. The drains were trimmed to fit the incision and the trimmed pieces were thrown away. The drains were placed via a stab wound and taped into place. The drains were not stitched into place. The next morning the patient had an x-ray. The surgeon gave instruction to the surgical physician to remove the drains. The drains were removed without resistance and the tip was noted to be intact. The patient was discharged home approximately 4 days post-op. Approximately 13 days post ¿op, the patient had a follow up outpatient visit with the surgeon. X-rays were taken and a 14cm piece of drain was noted to be within the surgical wound. The patient returned to surgery the next day to remove the retained drain piece. The patient tolerated the procedure well and was discharged home the same day. There was no harm to the patient.